Manufacturer narrative:
(B)(4). Evaluation: one used flexor raabe guiding sheath returned for investigation. The sheath was measured to be 90.2 cm; thus no piece of the sheath tubing had separated. During visual inspection of the returned device, the distal tip was separated from the rest of the sheath tubing and split open in order to confirm the presence of the radiopaque marker band. Since no portion of sheath tubing was found to be separated nor was the radiopaque band missing, clarification was requested from the initial reporter as to whether the dislodged tip was referring to the returned flexor raabe guiding sheath or another device used during the procedure. Additionally if the returned flexor raabe guiding sheath was the complaint device or a similar product meant to represent the complaint device. Since the returned device contained biomatter, it is feasible to suggest that the returned device was in fact the complaint device. The initial reporter confirmed the returned flexor raabe guiding sheath for evaluation was the device utilized during the reported event. The returned raabe sheath was confirmed to be fully intact with neither a separated tip nor a separated radiopaque marker band. Thus the dislodged tip is not from the returned complaint device. Concluding the inspection of the reported device, a distinguishable failure was not observed from the returned device. As a result the root cause of the reported event is inconclusive. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident.

Event description:
Additional information was provided stating: flexor raabe guiding sheath was used for groin access to try and retrieve impella housing. During that process, flouro showed tip in aorta. Test injection done and tip traveled up through right vertebral artery. Tip was not retrieved, patient was unstable due to coronary disease. Patient was in cardiogenic shock and complicated percutaneous coronary intervention (pci) was done as last measures, the dislodgement of the tip probably did not contributed to patients death.

Manufacturer narrative:
(B)(4). The event is currently under investigation. Further information has been requested to determine if the returned device is the complaint device or a similar device.. A documentation review will be performed.

Event description:
It was reported the housing of another manufacturers impella support device separated from the catheter when trying to reposition the catheter during a complex percutaneous coronary intervention (pci) procedure. The sheath was reported to have been unsuccessfully used in an attempt to snare the device. The reporter alleged that during the retrieval attempts the tip dislodged and traveled up through the right vertebral artery. Reportedly an additional procedure was required to surgically open the area and extract the tip of the device. The patient was reported to have been very sick and was brought back later that day for several more hours. However, it was reported that the product did not have anything to do with additional treatments the patient experienced. We were further advised that the patient suffers from many complications that could or couldn't be related to device separation. Additional information has been requested but was not available at the time of this report.